Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up with a non-sustained lead noise alert. Review of the nsln egms revealed possible myopotential oversensing on the lead and it was recommended to turn off the lfa filter. The rv sense, capture, and impedance trends appeared stable. No further information was available.